Event description:
On the day of the event, customer reported a low conductivity alarm that occurred on a 1550 hemodialysis machine. On the following day, baxter received additional info that the pt who was being dialyzed on this machine at the time, had finished the four hour dialysis treatment. Normal saline was administered because the pt complained of cramps. Pt was monitored for approx 1.5 hours, then the pt left the facility without notifying the healthcare professional. The pt was later reported to have had a seizure and was hospitalized. It was mentioned that this pt is non-compliant. No further info was provided in regards to this event.